Event description:
While using a byte day aligner, the patient is experiencing excruciating pain and developing sores on her gums as a result of using the aligners prescribed for her treatment. Patient is advised to discontinue use of the aligners immediately due to the severity of her discomfort and damage it is causing to her oral health. Doctor recommends that patient explore alternative orthodontic options.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.